Event description:
This is a supplemental report to initial report 3008789114-2016-00028 to submit investigation results from the manufacturer for the suspect devices. Devices were not returned to prodigy. Prodigy diabetes care requested from the manufacturer an internal record review for suspect devices. (B)(4).

Event description:
Prodigy diabetes care received a call on (B)(6) 2016 reporting a medical intervention that occurred around (B)(6) 2016 in the evening. (No exact date and time was given). End user called in stating that she was having accuracy issues with the prodigy meter but also mentioned that she had passed out in a (B)(6) facility. Patient took alprazolam and norco prior to seeking medical attention. Also the patient took a shot of insulin and did not consume any food before going to the grocery store. Several attempts made by prodigy to collect additional information regarding the event failed. The suspect device was not returned. Prodigy is requesting an internal record review from manufacturer for information regarding the suspect system.